Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital with inappropriate shocks. The lead was dislodged and pulled to the tricuspid valve. The rv lead was found to be tangled in the pocket and wrapped around the device suggesting twiddler's syndrome. The lead was explanted and replaced. The procedure was completed successfully without adverse consequences to the patient. The patient was in stable condition following the procedure. The lead is not expected to be returned as it is believed to have been discarded following the case.